Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received a cracked reservoir tube lip, cracked battery tube threads, scratched display window, and cracked case near display window corners noted during visual inspection. There was no button response due to corroded keypad traces. Analysis noted moisture damage noted on lcd board. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. The customer's blood glucose reading was unknown. The customer stated dropped the insulin pump in water and now it is not working. The insulin pump was returned for analysis.